Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Customer reported of a slow leak coming from the check valve while attached to a pregnant patient set to receive a pitocin drip to induce labor. The medication leaked onto the patient. There is some question whether the patient also suffered from renal dysfunction. This incident occurred during patient use. The baby did not appear to be affected. No additional information was available. No patient injury or medical intervention occurred. This report is for the infant.

Manufacturer narrative:
The sample is available for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).